Event description:
Edwards received notification that a 23mm carpentier edwards perimount valve implanted in the aortic position was explanted after an implant duration of approx. 8 months due to obstruction of the right coronary artery ostium. The patient reported symptoms of shortness of breath on exertion and fatigue from (B)(6) 2020. CT scan suggested possible obstruction to the ostium of rca by avr. Whilst undergoing an elective turp, the patient reported chest pain with lateral t wave inversion with an associated rise in troponin. During angiogram it was found difficult to engage the rca. CT angiogram revealed that "the commissure post of the carpentier-edwards perimount bioprosthesis partially covers the rca ostium". A 23mm edwards inspiris resilia bioprosthesis was implanted in replacement. Post-operative echo showed a well seated valve. The patient was on aspirin and was prescribed apixaban for 3 months post avr.

Manufacturer narrative:
Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial, or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute ventricular dysfunction and/or death. The root cause of this event cannot be determined with the available information. It is unknown if the patient and/or procedure-related factors may have caused or contributed to this event. There has been no allegation of a product malfunction. The subject device is not available for evaluation as device availability is unknown. Follow-up attempts for sample returns are currently being made. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Manufacturer narrative:
Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. The device history record (DHR) was not reviewed as the device serial number was not provided.